Event description:
Rep reported difficulty in confirming valve position. It appeared to be set at 4, when it was confirmed at 3. The patient is having positive outcomes at current setting with improved symptoms. As a result the physician assistant decided to keep valve as is and not to x-ray. The patient will follow up with physician.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.